Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not working, leading into inflation and deflation issue. The device is out of service but remains implanted. No revision surgery has been informed, and no patient complications were reported.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not working, leading into inflation and deflation issue. A surgical procedure was performed to remove the aus. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Visual inspection revealed that the cuff had a tear from sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. The cuff had a fluid loss as a result of the tear. The balloon was visually inspected, leak and functionally tested. The balloon passed the visual inspection. No damage or abnormalities were found. No leaks were found in the balloon. The balloon passed the functional test. The pump was visually inspected, leak and functionally tested. Visual inspection revealed that the pump kink resistant tubing (krt) was worn down to the filament. No leaks were found in the pump. The pump passed the functional test. Based on the information available and analysis results, the sharp instrument damage is considered a secondary failure; therefore, the allegations of mechanical issue, inflation issue and deflation issue are unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not working, leading into inflation and deflation issue. A surgical procedure was performed to remove the aus. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Correction to field b3: date of event. Correction to field d6b: explant date.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not working, leading into inflation and deflation issue. The device is out of service but remains implanted. No revision surgery has been informed, and no patient complications were reported.